Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 504 mg/dl at time of incident. The customer was treated with bolus. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer stated that insulin pump was under delivering because of high blood glucose for the past two day and had insulin flow blocked alarm. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.